Event description:
It was reported that a patient underwent a fusion at levels l4-s1 with matrix on (B)(6) 2013. On an unknown date in (B)(6) 2013, a follow up CT scan revealed a fractured left s1 7.0mm pedicle screw and lucency around l4 screws. Reportedly, patient failed to heal and fused. The surgeon suspects a nonunion at all three levels. The patient may require another surgery. The surgeon plans to perform an anterior lumbar interbody fusion (alif) on a future date later this year. No surgical delays were reported. Matrix construct involves unknown number of parts. This report is for an unknown quantity of 7.0mm screws unknown part number. This is 2 of 4 reports for the same event, (B)(4).

Manufacturer narrative:
Additional narrative: without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. This device is used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.